Manufacturer narrative:
(B)(4) concomitant medical products: 115370, comp rvs tray co 44 mm, 060790. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01966.

Event description:
It was reported that the poly did not seat and was wasted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The tray and bearing were returned for evaluation. The tray and bearing are visually conforming to the print. There are no burrs or obstructions in the ringloc groove. Dimensional analysis performed on the ring show that it was conforming to specifications. There are signs of damage to the bearing where it was impacted against the ring. The ring is bent near the relief cut. This could be from the assembly attempt during the procedure, but without being present at the time of the procedure it is impossible to confirm when the ring was bent. Since proper surgical technique was followed and products were conforming to specifications, a definitive root cause cannot be determined for the assembly issue. DHR (device history records) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined no further action(s) is/are required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.